Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and motor error. The customer stated that she was changing the site and received motor error. The customer's blood glucose was 132 mg/dl. Troubleshooting was done for motor error however no troubleshooting done for no delivery due to past event and customer threw her infusion set. The customer stated they are unable to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.